Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4), h3: product ID: 97740, serial/lot #: nmh474442n was returned for product analysis. Analysis found there was device failure and would not power on and the telemetry board was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their patient programmer beeps twice but the screen is blank. The patient commented that they had to replace batteries more frequently lately. Patient mentioned the last couple of the times they tried to charge the programmer was "dead". The patient has already attempted to replace the aaa batteries, but that did not resolve their issue. Agent walked patient through resetting the patient programmer. During the call the patient was able to replicate attempting to pair the implant with their programmer and it beeped twice with a lit screen with no message. The patient does not have an antenna with their patient programmer. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the patient programmer. Patient reported they were going to get an MRI o f their ankle to check their achilles tendon.